Event description:
It was reported that that was a power-on reset (por) after the patient received radiation therapy. The parameters were reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset, with 1 - por for write to locked ram, addr=0c50, data=0a, on (B)(6)-2011 14:52:20 and 1 - patient alert for por on (B)(6)-2011 14:52:20.